Event description:
Information was received indicating that a smiths medical medfusion pump had a primary audible alarm background test. The issue was discovered when accessing the site's pharmguard server data to determine which pumps experienced primary audible alarms between (B)(6) 2019 to (B)(6) 2020. It is known if the alarm caused any patient injury. A smiths medical field service technician repaired the pump onsite. The reported issue was able to be confirmed and the pump was repaired.